Event description:
Pt was having open heart surgery. In preparation for the procedure, the physician introduced a coated glidewire into the femoral artery. Cannulation was unsuccessful due to pt's anatomy. When pulling glidewire out, coating noted to be missing for approx' 2-2.5 inches of apparatus. There is no evidence that any part of the coating was left in the patient. The patient has no apparent injuries. Pt was ready for open heart surgery.